Event description:
Nurse tried to remove catheter and met resistance. Surgeon asked nurse to tug harder and subsequently, the catheter came out without the tip. No further information is known at this time regarding the procedure or patient status.

Manufacturer narrative:
The facility reported that the nurse experienced resistance during the removal of the catheter included with the product. The surgeon reportedly told the nurse to pull harder; subsequently, the catheter tip broke inside the patient. The manufacturer's directions for use clearly state, "if resistance is encountered or the catheter stretches, stop. It is advisable to wait 30-60 minutes and try again. Do not cut or forcefully remove the catheter. Do not apply additional tension if the catheter begins to stretch. Do not suture catheter. To avoid shearing, do not withdraw catheter back through needle during insertion. After removal, check the distal end of the catheter for both markings to ensure the entire catheter was removed.